Event description:
It was reported that the instrument broke during a transforaminal lumbar interbody fusion (tlif). The instrument was being used to distract the patient's disc space in preparation for a graft to be inserted. There were no patient complications reported.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual and optical examination of the fracture suggests bend stress overload at the tip weld joint as the mechanism of failure.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.